Manufacturer narrative:
Manufacturer's investigation conclusion: a specific root cause for the reported bleeding between the pump and apical cuff could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable cut approximately 6.5" from the bend relief and the severed portion was not returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the pump outflow. The apical cuff was returned properly engaged and appeared free from distortion. The cuff lock appeared symmetrical and slid freely upon manipulation. The lock disengaged and re-engaged with the returned apical cuff without issue. Forcibly rotating the cuff within the cuff lock did not appear to require an atypically low amount of force. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces was free from any adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. A corrective action has been initiated to investigate blood leaks at the apical cuff during implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the left ventricular assist device (lvad) final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 left ventricular assist system instructions for use (IFU) rev. G is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant, the surgeons noticed a bleeding issue between the apical cuff and pump housing. They performed hemostasis for approximately 45 minutes without success. At this moment, the heart-lung machine (hlm) was removed already and protamine was given. The activated clotting time (act) was approximately 160 seconds. After checking every area in the surgery field, they suspected that the issue was in the area where the pump was connected to the apical cuff. Consequently, they checked the apical cuff by luxating the heart again with the fully engaged pump. Sutures and branch canals were dry, but they detected a bleeding in the area where the pump was connected to the ring. The surgeon rotated the device only a few degrees and bleeding decreased. As a precaution, the thorax was left open for a second look in the next few days. The patient was transferred to the intensive care unit under stable conditions. On (B)(6) 20217 the cuff-lock was checked once again, and everything was in place correctly. There were no further bleeding issues. The thorax was closed on (B)(6) 2017. The patient was successfully transplanted on (B)(6) 2017.